Manufacturer narrative:
Concomitant products: mp5301-c; smiths medical jelco peripheral IV catheter, unknown model and lot number; baxter one-link connector # 7n8399, unknown lot number. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported prior to some and during one surgical procedure, users occasionally have difficulty attaching the manifold tubing male luer to the female side of the patient¿s peripheral IV catheter after IV insertion which causes a leak between the components after the infusion is started. The connection initially appears securely fastened, the leak is observed later during the infusion. The male luer on the manifold set appears shorter than the other sets with luer lock connections frequently used, and is a fixed luer which does not spin. No patient harm was reported, and no sets were saved.